Event description:
Healthcare professional reported "capsular contracture" and "rupture" with MRI. Later healthcare professional reported "capsular contracture baker grade iii". This record is for the right side. Device was explanted and replaced with another manufacturer's device. Device has been returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the device related to the reported events of rupture and capsular contracture was received on november 21, 2025, with lot number 2070672. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed broken device through microscopic inspection assessed as unidentified (tear) opening and missing piece of shell assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. No additional observations performed on the device. No further actions are required.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture" and "rupture".

Event description:
Healthcare professional reported "capsular contracture" and "rupture" with MRI. This record is for the right side. Device remains implanted.

Event description:
Healthcare professional reported "capsular contracture grade iii". The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d.6b, h6.